Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood results. Customer states that she is not feeling well and she feels like she is going to have a seizure. Customer states that she has a headache and is feeling lightheaded. Customer denies that medical attention is needed. Customer's expected blood results are 120-150 mg/dl fasting. Verified the strips expire 07/28/2017. Customer confirms the strips are stored properly and were first opened 06/11/2015. Customer performed back to back blood test, 85 mg/dl and 81 mg/dl fasting. Reviewed meter memory: 1:80 mg/dl (B)(6) 2015 fasting:yes, 2:93 mg/dl fasting:no, 3:52 mg/dl fasting: no, 4:93 mg/dl fasting: no, 5:171 mg/dl fasting:no. No adverse event reported.